Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab. No kinks were noted in the device. The original sheath used with the iab was not returned for eval. No abnormalities were observed in the membrane. The catheter od was measured and found to be within data scope's mfg specs. As a test, a vacuum was drawn and maintained on the folded membrane according to data scope's instructions for use. It was possible to pass the folded membrane through a lab 10 french, 6 inch sheath/hemostasis valve assembly without difficulty. Probable cause of difficulty: based on the examination of the iab, no defect was found in the iab. It was not possible to verify the reported difficulty based on the condition of the returned membrane. Although conjectural, it is possible that the user perceived the membrane flares at the proximal and distal ends of the folded iab membrane (where the membrane is attached to the balloon catheter tubing and tip) to be a defect. This characteristic is quite normal and is a result of the way the membrane is folded during the mfg process. In addition, if a sufficient vacuum is not drawn and maintained during the insertion (using a sheath), it is possible that the membrane at the proximal and distal tapers will become "bunched" or twisted when the catheter is handled during the insertion procedure attempt leading to the perception that the membrane was unfolded. In addition, difficulty inserting the iab through the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. Having the opportunity to have examined the actual sheath used with the balloon would have aided in the eval.

Event description:
The dr could not advance the iab into the sheath. The iab unfolded. On 12/3/97 it was reported that the dr was unable to advance the balloon into the femoral artery. [Event complications]: none from the event-reported 10/29/97 ans 12/3/97. [Pt's current status]: unk-rpt'd 10/29/97.